Event description:
Reference MDR#1219856-2010-00054 for the first event involving same pt. It was reported that while in the cath lab, the intra-aortic balloon ('iab') was prepped per instruction. The md inserted the super arrow-flex ('saf') sheath into the pt's femoral artery. The iab was advanced into the saf sheath and became stuck. As a result, the iab and the saf sheath were removed as one unit. The md requested another iab for insertion, and this iab was inserted through the saf sheath without difficulties. There were no reported complications or injury to the pt.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.